Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip getting caught in the chordae, inability to remove the clip, and the clip being implanted on one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One xtw clip was successfully implanted to the medial to central part of the mitral valve. A 2nd nt clip was advanced lateral to the first clip, and in preparation to grasp the leaflets was opened to 120 degrees. However while preparing to grasp the leaflets, the clip became entangled in the chordae tendineae and despite troubleshooting efforts to free the clip it could not be removed from the chordae. The decision was made to deploy the clip at the lateral commissure stable on only the anterior mitral leaflet. A 3rd clip was implanted between the first and second clip to further reduce mr. The procedure concluded with mr reduced to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) appears to be related to procedural circumstances. The reported unexpected medical intervention and foreign body in patient were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.